Manufacturer narrative:
(B)(4). Event date was in (B)(6) of 2017. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion during therapy [drug, volume, rate, and dose are unknown]. There was no patient injury or medical intervention associated with this event. No additional information is available.